Manufacturer narrative:
The insulin pump motor error alarm during occlusion test and unable to prime during primetest due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump had scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.